Event description:
.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes avail and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.